Event description:
The patient was in generally good health prior to being admitted to the hosp for percutaneous coronary intervention of the circumflex which was performed in 2007 uneventfully, and the pt was begun on plavix and aspirin. He was receiving intermittent doses of heparin and did receive angiomax. The pt developed a low-grade fever for 3 days, maximum 100.1 degrees. On two days later, he had a shaking chill and was found to be severely thrombocytopenic and leukopenic with white count 0.92 with relatively normal differential, hematocrit 52.6% with platelet count 16,000. Fibrinogen 876 with d-dimer 3.14. Earlier today, his white count was 1480 with platelet count 14,000. His urine culture from 1 day ago was negative. His white blood cell count was 6270 yesterday with hematocrit 48% and platelet count 102, 000. Previous to that, his platelet count was completely normal. As an outpatient, his hematocrit was 48.7% with white count 7200 and platelet count 213, 000 on nine days earlier. He developed a rash two days after the original date. The physician does not believe his thrombocytopenia is a result of heparin, but rather a direct correlation with the drug eluting stent. Date of use: twelve days in 2007.